Manufacturer narrative:
The sample was not returned. The lot number is unk therefore the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera, which may occur during needle passage." (B)(4).

Event description:
(B)(4). The pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. (B)(4).

Event description:
Per additional information received, the patient has experienced recurrent rectocele, noncompliance with vaginal estrogen, atrophic introitus, posterior mesh exposure, erosion, rectal hemorrhoids, dyspareunia with husband reporting lacerations on his penis after intercourse, mixed urinary incontinence, vaginal pain, irritation, spotting, odor, frequent urinary tract infections, dysuria, stress urinary incontinence, excessive bleeding, two applications of silver nitrate to vaginal granulation tissue, complete excision of vaginal mesh and sling, urethrolysis, hybrid midurethral retropubic tension-free sling placement, posterior colporrhapy with collagen graft, enterocele repair, cystoscopy and vaginal candidiasis, benign squamous mucosa with underlying fibrosis and foreign body (mesh).